Event description:
The lay user/patient contacted lifescan (lfs) on february 4, 2007, and alleged that this meter was prompting an apply sample message. The patient began experiencing the apply sample issue in 2006. About 2 weeks after the meter stopped working, the patient began to have dry mouth, thirst, blurry vision, tiredness, and no appetite. He went to the emergency room and his blood glucose was tested; the result was 460 mg/dl. He was given IV fluids and insulin. He was retested after receiving treatment and his blood glucose was 200 mg/dl. He was released the same day. The patient takes glyburide and he states he has been continuing his medication. He has also being watching his diet and increasing his exercise. The patient has not tested his blood glucose since the event. The patient did not have any test strips available to troubleshoot; so, the meter issue remains unresolved at this time. This complaint is being reported, as the patient claims he was unable to test on his meter, as a result of the apply sample issue and subsequently became hyperglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.